Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an alarm and unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 160mg/dl at the time of the incident. The customer stated that the insulin pump started beeping with an alarm. The customer stated that the time on the clock did not advance when monitored for one minute. The customer was instructed to removed the battery and insert a new one and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. The insulin pump time/clock moved. The insulin pump had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.